Manufacturer narrative:
Customer report of valve explant due to unknown reasons. X-ray demonstrated wireform intact. As received, leaflets 2 and 3 had cut sections near commissure 3. The cuts had smooth and even edges. Two leaflet fragments were returned and measured 10mmx4mm(l2) and 10mmx6mm(l3). Both leaflets matched up to the valve. A leaflet fragment of approximately 10mmx3mm for leaflet 2 was not returned. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the inflow aspect. Vegetation like material was observed on the outflow aspect of leaflets 1 and 2. The device was returned for evaluation and demonstrated vegetation like growth. This suggests that this valve was possibly explanted due to endocarditis. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Requests for additional information have been performed; however, the healthcare provider has not provided a response. The explanted valve has also not been returned for evaluation. There is currently insufficient information to determine the root cause of this event. If any new information is received, a supplemental report will be submitted accordingly. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a bioprosthetic aortic valve, implanted for nine months, was explanted. The reason for explant was not provided. The explanted device was replaced with another edwards bioprosthetic valve. No other details available.